Event description:
Intracardiac mapping was being performed in the right atrium. Two unsuccessful applications of rf energy were made in the high posterior ra. Hypotension with cardiogenic shock developed after several hours into the procedure. Echocardiogram demonstrated a posterior pericardial effusion. Pericardiocentesis was performed. Pt fully recovered. Multiple catheters used during ep study, unknown which catheter or guidewire caused perforation.